Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that all alarm indicators were illuminated and the device went to standby mode. The user powered off and on the device and the device functioned properly for the rest of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.